Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure, observed opening striated on radius side assessed as surgical damage. Broken on plug strap.observed crease sharp opening on posterior side assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.